Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: address unavailable. Bd corporate state (B)(6) was used as its place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd precisionglide¿ needle, the device experienced foreign matter on the needle. The following information was provided by the initial reporter. The customer stated: it was reported that customer received a "blood contaminated bd needle" bd needle that contained blood when I uncapped it. I noticed it right away.

Manufacturer narrative:
Investigation summary: it was reported the customer received a blood contaminated needle. To aid in the investigation, three photos were provided for evaluation by our quality team. Two of the photos show a packaging blister shelf box. One photo shows a needle assembly connected to a syringe with no plastic shield. The needle has an unknown foreign matter at the tip. As a physical sample was not returned, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 305128, lot number 0115768. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer of blood contamination could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported when using the bd precisionglide¿ needle, the device experienced foreign matter on the needle. The following information was provided by the initial reporter. The customer stated: it was reported that customer received a "blood contaminated bd needle" bd needle that contained blood when I uncapped it. I noticed it right away.